Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed atrial undersensing and low amplitude p-waves. Review of a stored atrial tachy response (atr) episode revealed low amplitude signals on the atrial channel with intermittent atrial pacing, however this patient was known to be in chronic atrial fibrillation (af). Review of device data indicated that the patient was in af for 24 hours in a 24 hour period going back to (B)(6) 2022. Some days showed less than 24 hours, which suggested possible underreporting of atrial burden due to undersensing. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.